Event description:
2002: the reporter initially contacted microflex in 2002 regarding an adverse reaction to the diamond grip latex examination glove. Reporter explained that 3-4 months, they had been wearing the latex product all day and suddenly experience itching and burning in their feet and hands as well as chills all over. Reporter immediately recognized this as an allergic reaction, although they did not known what they were reacting to. Reporter took zyrtec, called a doctor for advice, and the doctor told reporter to come right in. (Reporter stated that they had been working with bondo and plastics as well as wearing the gloves all day. The weather outside was described as hot and the medications that reporter was on at the time of the incident are vitamins and zyrtec). Dr immediately suspected the latex and told reporter that they could have died from that reaction. Reporter did not fully believe the doctor at the time as they had been using latex for several years. Reporter and spouse changed everything in the house from detergent to floor mats. A skin or patch test was not done to determine the cause of the reaction. As reporter was removing the latex from their place of business, they experienced another reaction, not as severe. Reporter experienced symptoms that they described as "tingling" in their hands. The microflex quality assistant discussed latex and chemical reactions at length and advised that reporter have someone else to dispose of the product for them. Samples of synthetic products were sent to the customer to try. The info that microflex received from reporter was documented on a medical device report questionaire worksheet used to obtain the info necessary to evaluate the report and complete medwatch form 3500a if necessary. The info that was given by reporter was evaluated and it was determined at that time that the event was non-reportable per definition given in 21 cfr 804.3 (u). The info given by reporter indicated that they took an allergy medication that they had on hand and sought the advice of a physician but there was no medical intervention necessary at that time to preclude permanent impairment or damage. Reporter also indicated that they did not feel the incident was life threatening. The report was logged as a non-reportable event and filed in the MDR event files per 21 cfr 803.18. Seven days later: as protocol dictates the microflex assistant contacted reporter in order to follow-up on the reported adverse reaction. Reporter stated that they had received the sample, tried the products and thought that they had experienced a reaction. Reporter did not know at that time if they had a reaction to the synthetic products or if they were still reacting to the latex in their system. Reporter also said that the doctor did not know the source of that reaction and told them not to try anything new at that time because their system was not fully healed from the latex reaction. Reporter said that they had just removed the latex from the shop a few days prior and that they were still having chills and tried to go as long as they could without taking the zyrtec. Reporter stated that they would keep in touch with microflex. 05/2002: reporter contacted microflex. Reporter stated that they had experienced an adverse reaction approx 2 months prior and has been contacted by the FDA. During the course of the dicussion, reporter indicated that they had been hospitalized due to the reaction and given an injection of "something" to stop the reaction. The co's records do not indicate any conversations where the customer reported that they had been hospitalized due to the event. One day later: microflex contacted reporter to review the accuracy of the info that they have documented in the initial report. Reporter stated that they had been experiencing a reaction for several months prior to calling microflex. The symptoms that reporter had were itching of the hands and feet and the symptoms seemed to build up over time. Their doctor who is a friend of their's had advised that reporter go to the hospital when reporter was having trouble breathing and experiencing hot flashes, symptoms similar to a bee sting. Reporter went to the hospital ER and was treated with an injection of something like benedryl, and then they were released. According to reporter the hospital told them they had "latex poisoning". Reporter thought that they had originally told microflex that they went to the hospital but is not sure now if they really did tell the co when they spoke with the co. Reporter has a history of other allergies including pollen and penicillin. Reporter has since disposed of all of the latex product and is now using a synthetic product with no issue of further reactions. Distributor explained that latex is very common in products that we use everyday and reporter needs to be careful of those items that they may come into contact with.

Event description:
Add'l info received from importer 7/4/02: investigation findings: 1. Lot #10743193 in question was identified. 2. Device history records (DHR) lot lot #10743193 were reviewed. 3. The qa pre-shipment inspection report indicated that 3 gloves were sampled (in accordance with ansi/asqc z1.4:1993, inspection level n=3) and tested for protein content in accordance with astm d5712. The average value of protein was 18 ug/g (i.e. The range was 16 to 19 ug/g). The protein content for gloves with protein claim lableing shall be less than 50 ug/g. 4. The latex & coagulant compounding checksheets were reviewed, all batches of latex & coagulant found to be tested in accordnace with the established procedure/standard. All batches were approved by qa prior to release for production use. The review confirmed that no change in the preparation method and release criteria. 5. Shift production reports were reviewed and confirmed no abnormality. There was no change in the manufacturing process. The records showed that the process adhered to the sops. 6. Chlorination records were checked and found to be in order. There was no change in the chlorinatuion process. The records showed that chlorination process adhered to the sops. 7. The protein content records were reviewed. 8. The retained samples of the complaint lot was evaluated. 9. Similar glove ype has been tested beore biohazard parameters. 10. Risk assessment: the risks associated with the identified hazards are acceptable with regard to the intended application and use of diamond grip powder free latex examination gloves. Conclusion: following review of the device history records and the findings of the investigation report, the adverse reaction is unlikely to be significant and it appears that this is an isolated incident. There was no similar complaint over the last 12 months.